Manufacturer narrative:
Initial reporter; occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire was returned with the coating of the wire guide stretched and core wire exposed at the distal tip. The coil spring has sprung which caused the reported occurrence. The coil spring is extending past the coating at the distal tip approximately 8 mm, and the coil spring has caused the coating to stretch approximately 7.9 cm. The device near the distal end has also twisted multiple times. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician selected a cook acrobat® 2 calibrated tip wire guide. It was initially reported that a new package was opened to prepare for an ercp case. The wire was clearly damaged at the tip. The item was not used in the case and retained for return via complaint process. There was no reportable information at this time. Our evaluation of the returned device on (B)(6) 2021 determined that the wire was returned with the distal tip of the wire guide stretched and the core wire was exposed at the distal tip. [Subject of report] this occurred prior to patient contact; there was no impact to the patient.